Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned omni elite stent delivery system (sds) noted blood and contrast visible on the shaft, blood on the balloon and blood on the stent implant, all of which is consistent with handling and an attempt to advance the sds through the introducer sheath. There were slight indentations observed on outer member shaft approximately 1.1 cm and 4.5 cm proximal to the proximal seal; however, this damage was not originally reported and may be consistent with interactions with other devices or from handling after the procedure. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. Additionally, measurements of the outer diameter of the stent were taken with a laser micrometer and the dimensions were within lot release specification. Difficulty to position the sds through the introducer sheath may be related to several factors including, but not limited to, manufacturing, damage to the device or introducer sheath, outer diameter (od) of device, inner diameter (ID) of sheath, od/ID clearance, insertion technique or an interaction with accessory devices. A non-abbott introducer sheath was returned with the sds, which was labeled as a 6fr cook sheath. The tip of the sheath was slightly pushed inward, which may have occurred as it was advanced or from further handling after removal from the anatomy. There was no other damage noted to the returned introducer sheath. Additionally, the inner diameter of the sheath was measured and the proximal end was 0.087 inches (2.20mm), which is the appropriate sized introducer sheath listed on the product label. Functional testing was performed in an attempt to advance the sds through the returned introducer sheath, but strong resistance was noted and the sds could not advance, confirming the reported difficulty. Another attempt was made to advance the sds through a new 6fr introducer sheath and it was also unable to advance. The inner diameter of the new 6fr introducer sheath was measured and also found to be 0.087 inches. Further testing was performed to advance the balloon and stent through a profile hole gauge and it was able to pass through a 0.090 inch profile hole. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. Although the od of the stent is within specification, it is slightly larger than the ID of the introducer sheath, this likely contributed to the reported difficulty to position in the sheath. All stent delivery systems are visually inspected for shaft and stent damage online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested to verify stent dislodgement force and crimped stent profile.

Event description:
Subsequent to the initial medwatch, device analysis revealed that the stent was not dislodged or loose on the balloon; therefore, this would not have been an MDR reportable event.

Event description:
It was reported that during the procedure of the superficial femoral artery lesion, the omnilink elite stent system became 'stuck' and possible dislodged inside the 6 fr introducer sheath. There was no pt effect. An absolute stent was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4).